Manufacturer narrative:
Additional information: b5, d4, h6. Plant investigation: a review of the batch documentation revealed no non-conformities during the manufacturing process of batch. No other complaints have been reported about this batch number. The product was not returned for investigation. Based on reported support settings, an estimated oxygen transfer of 171 ml/min was calculated, which is within the expected range for a blood flow of 3.5 l/min. The calculated oxygen transfer rate of approximately 171 ml o2/min was adequate for the blood flow and hemoglobin level. Transient drops in post-oxygenator arterial oxygen could be explained by hemodynamic or sampling variability rather than device malfunction. However, due to lack of product information and unavailability of the complaint sample, a definitive cause for the variations in post-oxygenator arterial oxygen values could not be determined.

Event description:
A user facility reported that following a very good initial post-oxygenator arterial blood gas, the oxygenation performance of the xlung kit 230 deteriorated quickly without discernible cause. During support, the oxygenation performance of the kit improved and deteriorated again. The patient was able to continue support with this xlung kit 230. There was no resulting patient serious injury. The complaint sample was not available for product investigation.

Event description:
A user facility reported that following a very good initial post-oxygenator arterial blood gas, the oxygenation performance of the xlung kit 230 deteriorated quickly without discernible cause. During support, the oxygenation performance of the kit improved and deteriorated again. There was no resulting patient serious injury. The complaint sample was not available for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.